Event description:
During the evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred during the therapy initiated on (B)(6) 2012 at 23:57:29. During night drain cycle six, the patient's ultrafiltration reading was 923ml, indicating the home patient (hp) drained 923ml more than their maximum programmed fill volume of 1500ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Review of the event log identified the increased intra-peritoneal volume (iipv) event. The cause of the event could not be determined. Should additional relevant information become available, a supplemental report will be submitted.